Event description:
It was reported that the end-users son states his father is too big to this chair. Dealer stated there were multiple issues, when asked specifically he states he knew the wheels broke off, but there have been other damages, was unable to provide detail.